Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress . To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380. Imdrf clinical sign code: e2123 is not available in database to capture for usage problem identified.

Event description:
It was reported that the patient was hospitalized for cellulitis at the pump site. The patient is akinetic and unable to tolerate weaning from the infusion. Psychosis is being treated while the infusion is continued, and the patient is able to remain on the infusion during hospitalization.